Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). (B)(6). (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction surgery with an unspecified tissue expander experienced defective valve post procedure. Patient informs that the expander presented a problem in the valve where the saline solution is injected and the valve ¿disappeared and got lost¿ inside the patient's body, not being found by the surgeon. According to the patient, she has lived with this valve inside her since 2013. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.